Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece. The s-curve height was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's left ventricular (lv) lead had loss of capture. The lv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.